Event description:
It was reported by the patient that one of their leads was bad, that there was noise on it and that it was turned off. It was also report by the patient's clinic that their atrial lead had been programmed "off for a couple of years". It was also reported by the patient that the doctors told the patient there was a "crack" in the atrial lead and they turned it off because the patient did not "need" the lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that one of their leads was bad, that there was noise on it and that it was turned off. It was also report by the patient's clinic that their atrial lead had been programmed "off for a couple of years". There were no patient complications reported as a result of this event.